Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during set up and calibration the system's fluid/air exchange would not go to air. There was no patient involvement.

Manufacturer narrative:
The customer reported unit failed to go to fluid/ air exchange (f/ax). During a procedure, the surgeon could not push fluid into the eye. They pulled the other system into the operating room (or) and completed the procedure without harm to the patient. No identifiers were available. Additional information was requested with none received to date. The system was examined and the reported event was not replicated. The company representative was able to switch the system from fluid to f/ax modes repeatedly with no issues. However, the fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on november 18, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).